Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device remains in the patient and was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation.

Event description:
It was reported that on (B)(6) 2018 the patient underwent a carpal-meta carpal fascia arthroplasty with ligament reconstruction procedure where a cmc ligament reconstruction implant system, ar-1677bc-cp, was implanted. About 5 weeks post-op, the patient began to experience redness and swelling at the incision site. The patient was seen at his surgeon¿s office and was prescribed IV antibiotics and was scheduled for a debridement. On (B)(6) 2018, a second surgery for debridement was performed and to this date, the patient hasn¿t had any more symptoms. Patient is a male.